Event description:
Report received from an affiliate of a blood leakage. The set was connected to an unspecified arterial site to monitor arterial pressure. When the clinician was withdrawing blood back into the safeset reservoir, blood leakage was noted at the junction of the one-way stopcock and the reservoir. It was reported that the device was discontinued. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.